Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) on 2019-jul-16. It was reported that the cause of the overdose was not determined. It was noted that no interventions took place after the overdose event. It occurred on (B)(6) 2018 and the patient refused to be seen by the doctor after the hospitalization. The patient's weight was provided. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be intractable spasticity due to head/brain injury. It was reported that the patient didn't have medication in the pump at first because he was undergoing a clinical trial that wouldn't let him have medication in the pump. When the trial was over and they did put medication in, "it overdosed him." He was "rushed to the hospital." The next time the pump was filled a different doctor did the procedure and "the same thing happened." The patient stated that "something is going crazy with his pump." He had saline put in the pump after the two overdose situations because he was "scared to put drugs in again." It was noted both events happened "between (B)(6) in 2018." No further complications were reported.